Event description:
On (B)(6) 2009, the pt reported that about 3-4 weeks ago he used insulin infusion device cartridges that expired on 05/2007. He said he believes this caused insulin to spill into the cartridge chamber of his device. He stated he did not know how much insulin spilled into the chamber but the device window now looks "steamy". Pt was advised not to use expired product. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.